Manufacturer narrative:
A lumenis service engineer visited the site two (2) days after the reported event and examined the laser system. The engineer was unable to duplicate problem on arrival. The engineer checked ac control board and pcu connectors; the laser passed power supply self test. The engineer tested the laser at 100w watt without fail and checked breaker operation. No problems were found. The device was found to have met lumenis specifications and ready for use. Lumenis could not duplicate nor confirm any performance issues. A review of the system's historical service records revealed that the system has been in service since 28-jun-2001. The system had its last annual preventative maintenance, performed by a lumenis-certified service engineer, on (B)(6) 2018 and the device was cleaned, aligned, and calibrated and found to have met specifications & configurations established by the manufacturer. Although a cause for the reported failure could not be established, nor duplicated, it is uncertain if the user facility had to use an alternate laser to prevent permanent patient damage. In an abundance of caution lumenis is reporting this event.

Event description:
A user facility reported that their lumenis versapulse powersuite 100 laser system shut down during a case. The procedure was successfully completed with a different laser. No report of patient complications as a result of this event were reported.